Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient had a chest x-ray taken and it was noted that the left ventricular (lv) lead exhibited loss of capture and was dislodged. The patient's right ventricular (rv) lead also showed increased thresholds and was thought to have micro dislodged as well. The device had also migrated a bit since implant. The physician noted that the recent echocardiogram showed a dramatic increase in the patient's ejection fraction so the decision was made to not change anything at all in this patient and leave as is. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that this patient was found to have twiddlers syndrome, and twiddled the rv and lv lead. The rv lead was successfully abandoned and successfully replaced, and the lv lead was partially abandoned and replaced. To date, no additional adverse patient effects have been reported.